Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu displayed c-33 error was triggered indicating a high voltage fault on the in-house system. During visual inspection, no issues were found that would be related to the reported event. The heat sink was discolored. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to a defective component.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) representative contacted the isi technical service engineer (tse) about the erbe issue that occurred previously. This record captures the previously reported issue. Caller reported the staff was setting up for a procedure and had a c-00 error on the erbe generator. The tse found c-33 errors in logs, but no c-00 errors. Tse recommended customer perform a hard power cycle on the erbe and leave unplugged for roughly 30 seconds before plugging erbe back in. Caller stated this issue occurred on a case the previous day (sr to be created). Tse shared error was likely to persist and inquired if customer had another vsc or a force triad, but they did not. Customer contacted tse during setup and reported an activation had been interrupted due to an error, c-00. Tse was able to confirm erbe error c-33, but not c-00. Tse asked the customer to reboot the erbe. At that time, the call was disconnected. Isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completed with no reported injury.